Event description:
A report was received that the patient had nausea and fever and could not eat after the implant procedure. The patient was admitted in the emergency room. The physician believed that the patient had an underlying viral infection prior to surgery which spread afterwards and that the infection was procedure related and not device related. The patient was prescribed antibiotics. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4),description: artisan surgical lead, 70cm.